Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fracture (overstress). Blood/body fluid was present on the helix mechanism. The lead was received with the helix fully retracted and the distal conductor distorted and fractured within the connector. The distal conductor had been over-retracted, damaged at implant. The full lead was returned and analyzed.

Event description:
It was reported that the during the implant procedure, the helix was "frozen." The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.